Event description:
A report of an explant was received. The explant was performed in 2006. The physician felt the pocket site was not healing. The physician decided to explant as a precautionary measure.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.